Manufacturer narrative:
An event regarding alleged dislocation involving a unknown insert was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported doctor did a revision of hip due to dislocation.

Event description:
It was reported doctor did a revision of hip due to dislocation.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. An evaluation of the device cannot be performed as the device and further information is not available due to doctor and hospital policy. Should additional information become available at the later time, it will be reported in a supplemental. Device not returned to the manufacturer.